Manufacturer narrative:
Evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion, with the battery voltage trend having decreased over two months. It was also noted that during interrogation, alerts were noted for low pacing impedance values of zero ohms on both atrial and right ventricular (rv) leads. It was noted that the patient had not experienced any recent surgery. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis found the device battery to be depleted at 2.54 volts, but following functional bench testing the voltage rapidly depleted to 0.80 volts. This sudden voltage drop, along with save to disk data, confirmed the field-reported premature battery depletion. When powered by an external supply, the device was fully functional with nominal system current drain throughout the analysis. There was no evidence of a high current drain condition. No hybrid anomalies were observed. Battery analysis revealed that lithium-plating breaches were found along the top edge of the anode separator in segment 2, adjacent to the exposed cathode. Plated-lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.